Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device would not clamp, jaws would not come together. Another device was used to complete the case. There was no adverse consequence to the pt. Device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device batch #: f9h38n, f9h34a and f9h40l.